Event description:
It was reported that while using the bd vacutainer® k3e 5.4mg plus blood collection tubes that the tube cap pooped off during blood collection. No patient impact.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k3e 5.4mg plus blood collection tubes that the tube cap pooped off during blood collection. No patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.